Event description:
Prior to an implant procedure, a loss of bluetooth (ble) telemetry was observed on the device. The device was replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry was confirmed. The device was received at normal battery voltage level, with normal output and normal inductive telemetry. Analysis of the device image indicated ble errors occurred resulting in the loss of ble connectivity. Ble communication anomalies were replicated during lab testing. The device was cut opened for further evaluation. A power reset was performed, and a product code reload was done, but neither was able to restore normal ble functionality. A hybrid anomaly was determined to be the cause of the reported event.